Event description:
The microcatheter could not transport orbit coil. The surgeon felt the resistance. Changed another microcatheter to complete the procedure. Additional information received from the affiliate indicated that the coil got stuck in the microcatheter halfway through advancement into the microcatheter. The event occurred during procedure. The coil was safely withdrawn and the procedure was completed with the microcatheter being replaced. There was no loss of target position in the intra-cranial vasculature. No coil stretching or premature detachment was observed in the microcatheter or aneurysm. The size and type of microcatheter used was unknown. The target site was the aneurysm and the vessel characteristic was normal. An adequate and continuous flush maintained through the microcatheter. There was no additional intervention performed or any additional medication prescribed. The coil was used like a guidewire to reposition the microcatheter. No patient injury was reported. As more information was received, the orbit's catalog number was 637mf0308, the lot number was unknown. The case was confirmed intracranial case. The orbit was not removed from the microcatheter and the microcatheter was not exchanged over a guidewire without loss of target site. There were no kinks in the microcatheter noted upon removal that may have contributed to the event.

Manufacturer narrative:
A non-sterile select lp-es 150/5 cm was received coiled inside of a plastic bag. The microcatheter was inspected a kink and compressed section were noted on it. The received microcatheter was inspected under microscope and compressed section was noted to it. The ID from the microcatheter was measured and was found within specification according to document (B)(4). The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.014' guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal. Slightly resistance/friction was felt when the guide wire was pass through of the kink and compressed sections. After that the microcatheter was flushed again using a lab sample syringe (nipro) and after that an orbit dcs lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Slightly resistance/friction was felt when the orbit was pass through of the kink and compressed sections. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as 'catheter - obstructed' was not confirmed. The cause of the failure experienced by the costumer appears was due to the kink and compressed sections found on the device. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; additionally inspections are in place (000mi033 rev. 52) that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During treatment of an unknown aneurysm an orbit coil was unable to be advanced through the prowler select lp-es microcatheter ((B)(4)). Resistance was encountered half-way through the microcatheter. The microcatheter was replaced and the same orbit coil was successfully placed via another microcatheter. There was no patient injury. An adequate continuous flush was maintained through the microcatheter at all times. There were no kinks noted in the microcatheter. A non-sterile prowler select lp-es 150/5 cm was received coiled inside of a plastic bag. The microcatheter was inspected a kink and compressed section were noted on it. The received microcatheter was inspected under microscope and compressed section was noted o it. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.014 guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal end. Slight resistance/friction was felt when the guide wire was passed through of the kink and compressed sections. The microcatheter was flushed again using a lab sample syringe (nipro) and after that an orbit dcs lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Slight resistance/friction was felt when the orbit was passed through of the kink and compressed sections. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With functional testing the returned prowler select lpes concomitant devices were able to be inserted through the microcatheter; however, there was resistance due to kinks and compressed area at the distal end of the microcatheter. The ID of the catheter shaft was within specification. Based on the analysis and the report that the resistance was encountered in the middle of the shaft with no noted kinks on the microcatheter and the coil was successfully used with another microcatheter, no conclusion can be made regarding the root cause of the reported event. However, procedural factors may have contributed. If the kinks on the microcatheter occurred during procedural use, this may have been a contributing factor. The cause and timing of the damages found on the device could not be conclusively determined; however there is no indication of a relationship to the manufacturing process with procedural and/or post procedural factors likely contributing. Neither the analysis nor the DHR indicate that the reported event is related to the device manufacturing process. Additionally inspections are in place to prevent these types of damages from leaving from the facility. Therefore no corrective actions will be taken at this time.